Event description:
Initial report: this non-serious unsolicited report was rec'd from a physician via our affiliate in (B)(6) on (B)(6) 2011. The reporter is reporting (B)(6). This is pt 1 of 3. Upon medical review, the event of this case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt in her (B)(6) who was treated with two vials of sculptra (poly-l-lactic acid) (therapy dates, dosage, reconstitution volume and indication not provided) and developed three visible nodules in the pre-auricular fat pad. There is one larger nodule (about 1 cm in diameter) and two smaller nodules. The lesions were injected with steroids. The outcome is unk. The pt is now seeing a different doctor. Other suspected drugs: none. Significant/relevant medical history: none. Relevant concomitant medications: unk. Action taken: drug withdrawn. Corrective treatment: intralesional steroid injection. Outcome: unk. Physician/reporter causality: unk. A ptc (product technical complaint) has been requested for this report.